Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displaying power up test fails code 10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b1, b4, b5, d5, e1, e2, e3, e4, g1, g2, g3, g6, h2, h6(health effect ¿ clinical code, health effect ¿ impact codes) h11

Event description:
It was reported after maintenance that cardiosave intra-aortic balloon pump (iabp) displaying power up test fails code 10. There was no patient involved.